Event description:
It was reported that when using the bd pyxis¿ es server , system had a download stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed with the customer that the health sight viewer no longer displayed the issue after it resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.